Manufacturer narrative:
(B)(4).

Event description:
The customer complained of ongoing high results for patient samples, qc results and cap survey results for the elecsys tsh assay (tsh) assay on a cobas 8000 e 602 module since (B)(6) 2017. The customer stated they have received complaints about high tsh patient results from at least 2 different medical personnel. No specific results could be provided related to these complaints. Based on the complaints from medical personnel and the higher qc recovery results, the customer pulled 10 random patient samples for comparison testing. The 10 patient samples were sent to an external laboratory and tested by an unknown method where the results for 1 patient sample were discrepant. The initial tsh result from the e602 module was 1.15 iu/ml. The repeat result from the external laboratory was 0.88 iu/ml. The initial tsh result for this patient had been reported outside of the laboratory. The repeat result from the external laboratory was believed to be correct. No adverse event occurred. The e602 module serial (B)(4). The customer stated the tsh assay was calibrated on (B)(6) 2018 prior to the event with no issues noted.

Manufacturer narrative:
The field service engineer (fse) visited the customer site and checked the measuring cell count on the instrument which was high. Based on the cell count, the measuring cells were replaced. No other instrument issues were identified. The fse ran 30 measuring cell preps, a system prime, a system volume check, a photo multiplier tube high voltage check and completed analyzer performance testing. All results were successful. The instrument was operational. The investigation determined that the root cause of the issue was the measuring cell issue identified by the fse.